Manufacturer narrative:
Customer reports: blank screen, tried several batteries but still not turning on. Rfr: blank display. The insulin pump history download was successful using thus. The following cosmetic damage was noted during visual inspection: cracked keypad overlay at select button, minor scratched display window, case, keypad overlay and faded serial number label. The p-cap / reservoir locked properly during testing. No damage on the retainer during visual inspection. The device power up properly after battery installation. Device received with operating currents within specifications and passed self-test and displacement test. No unexpected blank display or display anomalies noted during testing. During download review no evidence found on event date or prior to confirm customer concerns. Further review of adapt tool, insulin pump history and long trace history files show no unexpected insulin pump behavior or alarms that could have contribute for an unexpected blank display. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) was within specific range. Device was cut open and electronic stack and motor removed. Electronic stack, motor assembly, battery connector and keypad assembly were inspected for electrical faults, moisture damage, workmanship and cracked or damage components. No visible anomaly was noted under the scope. In conclusion the customer complaint of blank display could not be confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received from medtronic indicated that the insulin pump had blank display. Customer stated that display was not blank less than 30 seconds. Customer also installed a new battery, monitored pump for 2 hours, but still frozen display did not reoccurred. The troubleshooting was performed. No harm requiring medical intervention was observed. The insulin pump will be returned for analysis.